Manufacturer narrative:
During the event, an isi technical support engineer (tse) advised the customer to reseat the endoscope connection to resolve the issue and call back for further assistance if the issue persisted. The customer reported issue was resolved after the customer reseated the endoscope. Additionally, a csr visited the site after the event and confirmed that the customer reported issue was resolved. A 3d view was clearly visible from the console.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an endoscope error. The customer was able to recover from the fault but the surgeon was only able to see in 2d vision. However, the intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to reseat the scope connection. However, the customer opted to convert the case to traditional laparoscopic surgery. After the conversion, the customer reseated the endoscope and the error no longer appeared. An isi clinical sales representative (csr) visited the site after the event and confirmed that the 3d vision was restored and clearly visible. Isi followed up with the initial reporter and obtained the following additional information: the case was converted to minimally invasive cardiac surgery (mics) and the original robotics ports were not used. It is unclear if additional ports were placed and/or if an existing port was enlarged. It was noted that a typically a 5-6 cm incision is made along the fourth intercostal space of the sternum. The patient tolerated the change in procedure well, and the mics was successfully completed.